Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has received the autopulse nxt platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During an evaluation at the site, the autopulse nxt platform (sn (B)(6) was unable to complete a compression. The nxt band would not tighten around the manikin. A new band was tested but the same issue persisted and the platform was unable to compress the manikin. The board gave fault 1101. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse nxt platform (sn (B)(6) was unable to perform compressions was confirmed during archive review and functional testing. The complaint that the platform gave fault 1101 was not confirmed during archive review or functional testing. It is likely that the customer reported the wrong fault code. After reviewing the archive log file, no fault 1101 was recorded in the log file. However, there were occurrences of the platform powering on to fault 1060 recorded around the event date, and no compression was initiated. The likely root cause of fault 1060 and the platform being unable to start compressions is related to the defective the left and right home position sensors and winch shafts. Review of the archive data indicated fault 1060 (fault_motor_position): position is not aligned with the spools, related to the reported complaint. No fault 1101 errors were observed in the archive. The autopulse nxt platform failed the preliminary functional test due to the flashing alert triangle led displayed upon powering on, and the platform was unable to start compressions, thus confirming the reported complaint. During the platform software home check, the platform failed to complete the full travel test (which verifies that platform goes through the cycle to find patient home without errors). The archive confirmed fault 1060. When powered off and on, the platform resets the sensor to the motor position (sets the spools to the home position). Upon replacing both the left and right home position sensors, the platform continued to fail the full travel test. Both the left and right winch shafts were also replaced to remedy the complaint. Subsequently, the platform successfully passed both the full travel and the run-in tests. The platform was tested using the mztf (medium zoll test fixture) with several batteries until they were fully discharged, without any faults or errors. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).